Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a1409 captures the reportable event of stent obstruction of flow.

Event description:
It was reported that during a ureteroscopy intervention procedure, a polaris ultra ureteral stent was intended to be used. During preparation, it was found that the indwelling was unsuccessful and the lumen was blocked. The procedure was completed with another of the same device. No patient complications were reported.